Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-30940. It was reported that the patient experienced high impedance. X-rays were taken and it looks as if both leads were fractured. As a result, the patient underwent surgical intervention in which both leads were explanted and replaced. Effective therapy was established post operation.

Manufacturer narrative:
The reported event of lead breakage/ high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fractured wires are consistent with the lead being subjected to overstress while in vivo.